Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in-clinic follow up. It was observed that the patient's implantable cardioverter defibrillator was post-sensed t-wave over-sensing. The patient did not received any inappropriate therapy due to the over-sensing. The recommended programming changes were made to resolve the issue. The patient was reported stable.